Event description:
A 74 y/o male pt found to have malfunctioning battery on routine telephone pacemaker check. Md office notified and 12 lead EKG confirmed non-capture. Pt was admitted for elective battery change. The ventricular lead had a high threshold of approx. 4.9 to 5 volts., its resistance and r. Wave sensing was normal. It was decided to replace this lead. The pt also had a new pulse generator inserted.